Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 17-may-2017, tss conducted a follow-up with the customer over-the-phone to address the reported event. The tss performed troubleshooting with the customer and found that control recovery was low for fsh and prl. The customer reported that a serological pipette is used for reconstitution instead of the recommended volumetric pipette. Tss instructed the customer to perform wash probe maintenance and repeat the quality control with fresh controls, wash and diluent. The prl control result was within range, but level 3 fsh control was low. The tss advised the customer to run a precision study to determine if there is a sampling issue. On a subsequent follow-up the tss was informed that due to very low patient volume, the lab had discontinued running fsh. The most probable cause of the reported event was due to control reconstitution technique.

Event description:
On (B)(6) 2017, a customer reported quality control fluctuations with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting fsh and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.